Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported on (B)(6) 2007 that the patient had urethral dilation due to chronic urinary tract infections and the patient had difficulties emptying her bladder. The patient also experienced recurrent urinary tract infections in (B)(6) 2011. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to voiding dysfunction and recurrent urinary tract infections. No additional information provided at this time. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. The patient underwent urethrolysis and mesh removal on (B)(6) 2011. It was reported that the patient had botox injections to the bladder on (B)(6) 2012 due to dysfunctional bladder. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent marshall-marchetti procedure [along with abdominal hysterectomy] on (B)(6) 1986 for chronic stress urinary incontinence. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on an undisclosed date to treat stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/27/2017. (B)(4). It was reported that following insertion the patient experienced dyspareunia, recurrent infections, abdominal, lower back, suprapubic pelvic, right and left flank pain, bladder and rectal spasms, neuropathy, incontinence, bowel complications, urinary complications and depression.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.